Event description:
It was reported that the ilet touchscreen was damaged after being dropped, resulting in a nonfunctional device and loss of watertight integrity, and a replacement was arranged with guidance to transition to backup therapy if needed. Symptoms included no adverse clinical symptoms. Outcomes included no clinical impact beyond interruption of device use. Investigation included internal review of the reported damage and coordination of device replacement logistics and inspection of the returned device. Investigation of this device revealed physical damage to the touchscreen consistent with user-induced impact, rendering the device inoperable. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.